Event description:
It was reported, that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl, while wearing the pod. The patient reports, the pod failed to adhere. And the cannula had become dislodged from the pod infusion site. Once at the hospital, the patient was transferred to the intensive care unit (ICU). No further information is available as to this event.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine, if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported, that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.